Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Product was placed and working fine. They disconnected it to transport the patient and when they reconnected the transducer, it said no transducer detected. They tried using other cables and were not successful. I asked them to plug a new transducer into the same equipment and it worked fine. Currently, the surgeon is leaving it in. A shunt revision is planned for friday. Event did not occur intra operatively and caused no delays over 30 minutes. (B)(6) 2016. Per rep: were there any adverse consequences to the patient? No. Is there a serial or lot number you can provide? I do not have that information.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was subsequently communicated that the device was discarded. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.